Event description:
It was reported that the tip of the screw driver broke as the physician tried to unwind it. The piece was retrieved from the patient with a delay of 5 minutes surgery time. There no adverse consequences to the patient.

Manufacturer narrative:
Visual inspection of the returned monarch modular x15 hexlobe drivers noted that the fracture was located at each driver¿s distal tip, the second half of the tip was not provided as it was discarded. A hardness verification for the monarch modular x15 hexlobe driver was conducted meeting the manufacturing process specification range of 40-46 rc. Device was then sent to the lab for fracture analysis. A review of the device history record for the x15 hexlobe driver found no discrepancies during the manufacturing of the product. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. No definitive conclusions can be made. However, the fracture analysis results indicated a quasi-static torsional shear failure starting at the hexlobes and extending around the center of the shaft. No material defects or other abnormalities were observed in this analysis. No corrective action/preventive action is required as there has been no issue identified in the manufacturing or release of this device, and there have been no systematic trends. Therefore, this complaint will be closed with no further action required.